Event description:
It was reported the ipg is tilted at an angle and as a result makes communication difficult. (B)(6) tape was utilized in an effort to keep the antenna stable over the ipg. F/u identified surgical intervention was undertaken on (B)(6) 2014 revising the ipg pocket site. Postoperative communication was established and recharging resumed to the pt's satisfaction.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.